Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance and recommended that the device be evaluated by a service representative. Due to the age of the device and the costs associated with repair, the customer declined service at this time. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.